Event description:
A malfunction alarm occurred on the pump for the customer. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the issue by administering a correction bolus via the pump. Technical support assisted the customer in resetting the pump, which resolved the malfunction code, allowing the customer to continue using the pump.